Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-08161. The pt received two scs trial leads on (B)(6) 2011. It was reported that the lead insertion site had an infection. The leads were removed and discarded by the facility. The pt was treated with oral antibiotics. F/u received on (B)(6) 2011 indicated the infection had resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.